Event description:
The customer reported via phone call that he had high blood glucose for the last few days and cannot get them down. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose was 250 mg/dl. Customer stated there were a few air bubbles through the whole tubing length. Customer was advised to deliver 5 units fixed prime into air until the bubbles are no longer visible. Customer reported that the insulin was stored at room temperature. Customer will be sent a tubing clamp and will call back once it is received to perform the high pressure test. Customer was advised to do a complete set change. Customer noticed air bubbles and changed out the entire set. Customer was advised to keep monitoring the pump and the tubing. Customer mentioned that he had a no delivery alarm during the last infusion set change while priming. Customer reset the pump and the issue was solved. Customer's blood glucose at the time was 120 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.